Event description:
"Caller alleged discrepant results compared with lab. Results as follows:" therapeutic range: 2.5-3.5. Patient went to the ER on (B)(6) and was admitted to the hospital for a large hematoma in his arm. He was in the hospital for 3.5 days. No additional anticoagulants or vitamin k administered. Customer did not say what other medical treatments were administered.

Manufacturer narrative:
Investigation pending.